Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The stent of the device was dislodged from the delivery system but was received at the cis for analysis. The stent struts across most of the stent were stretched distorted and misaligned. However, the proximal end of the stent was undamaged and the od was measured and was within specification. The stent length was measured and was beyond specification. This type of damage is consistent with the stent meeting resistance or an obstruction. It was specified in the event description that the user encountered difficulty retrieving the stent into the guide catheter. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. It was also noted that stent crimp markings were clearly visible on the balloon material. The guide catheter and sheath involved in the complaint incident were not received for analysis. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found that the shaft polymer extrusion and the hypotube were kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage and difficulty withdrawing occurred. The 80% stenosed, 38x3.5mm target lesion containing a lesion bend of >=90 degree was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and the physician noted that the stent body was lifted. The physician attempted to withdraw the device but the device could not be retrieved into the guide catheter. A guide wire was used to retrieve the stent. The device was able to be moved into the sheath; however, the stent could not be removed from the sheath as it was locked in the sheath. Finally, the physician used a blade to remove the stent from the sheath, but the stent was damaged. Another 3.00x24mm promus element ¿ drug-eluting stent was selected but the 3.00x24mm promus element ¿ drug-eluting stent could not cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage and difficulty withdrawing occurred. The 80% stenosed, 38x3.5mm target lesion containing a lesion bend of >=90 degree was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and the physician noted that the stent body was lifted. The physician attempted to withdraw the device but the device could not be retrieved into the guide catheter. A guide wire was used to retrieve the stent. The device was able to be moved into the sheath; however, the stent could not be removed from the sheath as it was locked in the sheath. Finally, the physician used a blade to remove the stent from the sheath, but the stent was damaged. Another 3.00x24mm promus element ¿ drug-eluting stent was selected but the 3.00x24mm promus element ¿ drug-eluting stent could not cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.(B)(4).